Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Hello, I have received a complaint. Unfortunately, I cannot create them in sfdc. There is an error (screenshot). Date: 20 december 2024. Product: pn pro 4mm. Various causes: bent; blocked; crooked. Patient: (account is in sfdc; address; mobile). I don¿t have a lot number but patterns exist. Please file the complaint in sfdc: thank you!

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.